Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.

Event description:
It was reported that after the implant, the capture threshold and the high voltage lead impedance increased. The lead was successfully repositioned and all measurements were normal. During the next follow-up visit no capture was noted. The lead was explanted and replaced.